Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention to prevent permanent impairment/damage. Device issue: none. It was reported that during an acute myocardial infarction (ami) case, the rx vision stent was deployed and a dissection was noted in the distal area of the stent. The dissection was treated with another stent. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusions summation: prod perf engineering reviewed the incident info. Dissection is a known outcome of coronary stenting procedures, and is listed in IFU as potential pt effects. The sds was used to treat a pt with an acute myocardial infarction (ami). The IFU states that it is a contraindication to use the rx vision in "pts who have experienced a recent (less than 1 week) acute myocardial infarction." In this case, it is not known how the ami condition may have been related to the dissection. Without a returned device for analysis, the definite root cause for the dissection cannot be determined.